Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced difficulty activating the device screen using the sleep/wake button. The user noted feeling a vibration when pressing the button, and the device powered on when placed on the charger. A device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.